Event description:
It was reported the patient¿s ipg (implantable pulse generation) was unable to communicate with the external devices¿ hence, the patient was not able to recharge the ipg. The patient had last used the system around 2 months ago. It was stated the ipg battery was depleting too soon and so recharging was done too frequently. No further info was available at the time of this report.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.